Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: during a surgery on (B)(6) dr. [Name] was inserting the trocar a splinter loosened from the sleeve. It was noticed in time and no harm was done to the patient. The broken sleeve was replaced with a new one. Additional info received from applied medical team member via email on (B)(6) 2018: correct incident date is (B)(6). Type of intervention: n/a. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by force applied at the cannula tip by an instrument that was inserted through the trocar in combination with material degradation, which could cause the component to be more susceptible to fracture. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device and/or process enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Additional information received from applied medical team member via email on april 11, 2018: the fracture occurred at the tip of the cannula. It was discovered just prior to being inserted to abdominal incision. I.e. It was never inserted and therefore not used because of fracture. The fracture caused a splinter. No robot and as first port using cut down technique. Method of insertion was a cut down technique. It was not a robotic surgery. According to her memory yes the unit was sterilized prior to returning. They were told to sterilize it according to the instructions the received in order for the port to be handled when returned.